Event description:
It was reported that upon completion of an endoscopic retrograde cholangiopancreatography (ercp) procedure, the distal cap of the duodenovideoscope was found to be dislodged in the patient. The clinician couldn't find the cap. It is assumed that the cap was left inside the patient's stomach as they searched for the cap and couldn't find it. There was some bleeding in the esophagus of the patient. The doctor doesn't know if the bleeding was caused because of the detaching or if it was due to the patient's illness but the patient did not appear critically harmed. The doctor did not consider the bleeding life threatening and doctor wasn't too worried about the missing cap because doctor believes that the patient will pass with bowel movements. There were no reports of patient harm or injury. There was a slight delay of the procedure at the end to treat all the bleeding.

Manufacturer narrative:
The following patient identifier is linked:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.